Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer had just changed the reservoir and got the insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 35 due to download difficulty. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly.